Event description:
It was reported that the pump touch screen was cracked, subsequently rendering the screen black. The recorded blood glucose value was 140 mg/dl, which is within the normal range. The customer arranged for the device to be returned and received a replacement pump.